Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed evidence of noise from paddles which can impact the ability to properly sync. It is important to note that the ability to properly cardiovert relies on the device recognizing and discharging on the r wave. Any noise can affect the device's ability to properly identify an r wave. Without the clinical data file, we cannot firmly establish why the customer believes the device acted inappropriately. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during the cardioversion of a female patient (age unknown), the device was unable to sync and failed to cardiovert the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.